Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images and video were provided for review. The investigation of the reported event is currently underway. (Expiry date: 01/2022). Device not returned.

Event description:
It was reported that post stent placement, the tantalum marker was allegedly fractured. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not returned to the manufacturer for evaluation. Image and video was provided which indicates the fracture of the tantalum marker band. Additionally, a radiopaque object was observed to be migrated. Based on evaluation of the x-ray provided, the reported fracture of the placed stent, as well as the migration of the section was confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use sufficiently address the potential risks. The instructions for use states: 'as with all self-expanding nitinol stents, careful attention during stent deployment is warranted to mitigate the potential for movement of the stent.' And 'after stent deployment, carefully withdraw the delivery system from the patient over the guidewire. After removing the delivery system, visually confirm that the entire stent delivery system has been removed. (...) (A) inner catheter (...) Outer catheter (...) Moving distal marker (...) On outer catheter.' Additionally, the instructions for use states: 'maintaining a straight catheter under slight tension during stent deployment is recommended to improve placement accuracy. In regards to post-stent placement, instructions for use stated "post-dilatation of the stent with an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician." Stent fracture was listed as the potential adverse event. In regards to instruction for use: 'the bard e-luminexx biliary stent is indicated for the treatment of biliary strictures resulting from malignant neoplasms.' H10: d4 (expiry date: 01/2022), g3, h6 (device) h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
It was reported that post stent placement, the tantalum marker was allegedly fractured. There was no reported patient injury.